Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The customer reported that he was going extremely low and thinks that the pump is still delivering insulin. Patient's blood glucose at time of incident was 67 mg/dl. Patient's current blood glucose was 116 mg/dl. Patient has treated with food. Patient has been experiencing low blood glucose for few hours. Based on customer report proceeding in troubleshooting the customer was alleging possible pump over delivery. They checked alarm history and he got alerts on low at 70 and confirmed the low limit set to 70 in the pump. The customer declined to troubleshoot for sensor glucose versus blood glucose. Patient's blood glucose at this time of incident was 47 mg/dl. Patient's current blood glucose at that time of call was 257 mg/dl. Patient has treated with food. Blood glucose value from reported event was 70 mg/dl. Sensor glucose value from reported event was 47mg/dl. Sensor glucose and blood glucose difference was within acceptable range. The insulin pump will not be returned for analysis.